Event description:
It was reported that a patient underwent a double eyelid procedure on (B)(6) 2021 suture was used. During the procedure, the suture became detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: what is the procedure date & event day? (B)(6) 2021. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.